Event description:
It was reported the programmer was unable to interrogate. Appeared to be connection (or internal) with the rf (radio frequency) head. Multiple rf heads were tried with same issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found the programmer was unable to interrogate with a known good rf (radio frequency) head unless the rf connector was held in just the right position to allow it to function. Analysis also found the latch tabs were broken off of the power cord door, the rubber pads on lower case were damaged, and the system fan was intermittently noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.